Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope had no image displayed due to a broken charge coupled device unit (ccd). There were no reports of patient harm or involvement.

Manufacturer narrative:
The device was returned, and the evaluation confirmed the reported event. Based on the results of the investigation, it is most likely that the reportable malfunction was due to such issues as damage or deterioration of parts, environment problems like dust/dirt/humidity, optical problem, overheating problem, and electrical problems like a signal loss or open circuit. A definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.